Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the iol is not being returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information however, no further information could be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported za9003 20.0 diopter intraocular lens (iol) was received with the following documented information: patient contact, lens unfolded in correctly, and no lens (lens not returned). No additional information was provided.